Event description:
A very elderly female with diagnosis of acute stroke was undergoing a cerebral angiogram and endovascular intracranial mechanical thrombectomy in interventional radiology. A post retrieval carotid artery cerebral angiogram was done and it was noted that a small (< 1 mm) portion of the distal microcatheter tip had broken from the marksman microcatheter and embolized distally in the right posterior cerebral artery p4 branch or distal right superior cerebral artery branch. Because of the distal site of the fragment no retrieval attempt was made.